Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited noise with oversensing related to electromagnetic interference (emi) that led to three seconds of asystole. The patient is a pacer dependent. Patient advocate was with the patient at the time of episode and confirmed that no known source of emi or activity. No known syncope or any patient¿s symptoms and no known source of emi. All lead measurements and device function was okay. Additional information was received that the cause of the observation was not determined and the physician will watch for future events. At this time, the device remains implanted. No adverse patient effects were reported.